Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. During an appointment with the physician and nalu representative on (B)(6) 2023 the patient stated unable to feel therapy from the system. System was explanted on (B)(6) 2023 with plan to implant a new system in a different location at a future date. Components were not returned to nalu for investigation.